Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. A lead revision was performed for the atrial lead. In addition, the right ventricular (rv) lead had chronically low r-waves, and there was undersensing noted during testing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.